Event description:
An imaging dynamics company (idc) orthoxp digital radiographic system was in use at dr. Clinic. The system was being used to shoot a standing lateral knee when the rotational stop failed and the c-arm rotated freely into the patient's ankle. The patient lost balance and was about to fall when the radiographic tech, intervened. The ankle injury was not serious, but still drew blood and was looked at by the doctor. Dr. Examined the patient and had administered a band aid (he thinks, but can't remember). Both brake locks were still electrically functional and there was no evident cause for the failure. When shooting a lateral standing knee the c-arm is moved to the chest position (horizontal) and lowered to the accomodating height. The patient was using the dh as a means of balance by applying some of her weight. There was no accidental radiation exposure.

Manufacturer narrative:
Imaging dynamics conducted its own evaluation of the incident. Also the original component MFR was notified about the incident. A copy of the report made by the technicians is attached. Based on the evaluation as well as the feedback received from the original component manufacturer following actions were initiated. The failed unit was repaired by the technicians who visited the site for investigation. The repair was tested and verified as safe and effective. A technical service bulletin was issued by imaging dynamics for immediate inspection of all units (copy attached). This includes replacement of head screw and tightening it with proper torque. The original component manufacturer has initiated further review of the issue. If there are further changes, imaging dynamics will file a follow-up MDR. Imaging dynamics corrective action request was created to address all the corrective and preventive actions. This will remain open until all planned actions are complete and effectiveness is verified. Attachments: technical service bulletin.